Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance." ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance."

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant or left ventricle assist device. The patient was suspected to have a perforated myocardium related to hospital-supplied 0.035" wire. This was noted following a cardiac surgical procedure. A sternotomy was performed to drain and patch the perforation. Clinicians believe that the patient's myocardial infarction a few days prior, compromised the anatomy making the patient susceptible to tamponade. The patient is noted to be stable. The patient remains on impella 5.5 support on the date of this report.

Manufacturer narrative:
The investigation of ventricle perforation has been completed. The impella device was not returned for evaluation. Based on the clinical detail an impella 5.5 was successfully delivered in the patient. During the procedure, the myocardium was perforated, and it was suspected to be caused by the hospital-supplied 0.035" guidewire. The patient's anatomy was also susceptible to tamponade due to a myocardial infarction (mi) a few days prior. Logs were not applicable for this failure mode. The root cause of the ventricle perforation was most likely use related as a non-abiomed wire was the suspected cause of the perforation. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12073. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-12073. G1 reporting contact email revised on manufacturer device report 1220648-2024-12073 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12073.